Event description:
The patient claims the following: the graft was implanted in 1997, for an aorto-bifemoral bypass procedure. Between one month in 2000, there was seepage of a white, odorless fluid from a cyst on the left groin in the area of the surgical scar. At that time, a general practitioner diagnosed a graft infection based only upon the area of the seepage. Four days later, the same implant surgeon, at the same implant hospital, did a double bypass from the chest to the groin and also administered antibiotics (type unknown). Two days later, the diagnosis was confirmed as a bacterial infection. The cultures were unable to determine the type of bacterial infection due to the antibiotics previously given. The surgeon explanted the graft. A drainage tube was placed at that time. Since then the patient has been experiencing pain in the area of the explant surgery.